Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with a shot. Customer's blood glucose went down to 332 mg/dl and 269 mg/dl. Troubleshooting was performed. Customer reported approximate size of air bubbles to be 1/8th of an inch. The customer stated that she will call back when she feels better. The product was not returned for analysis.